Manufacturer narrative:
(B)(4). During DHR review it was found that reported lot 71f16c0176 corresponds to part number 332800-00001 oj. Letter "j" means that the lot of this part number was manufactured for japanese market. The products are labeled as 332800-000010. From the reviewed data it is obvious that the complained lot was produced in march 2016. There were scrapped 10 pieces during production of complained lot in total. 8 pieces were scrapped during operation "seal and function inspection (qc)". This is standard qc inspection, where all tested pieces are scrapped. 2 pieces were scrapped during operation "printing labels on boxes". Incoming inspection and final inspection records of raw material/semi-finished material were reviewed. Lots were checked by qc inspection and were released without any defect observed. Final inspection record of complained lot was reviewed. Lot was checked by final qc inspection and was released without any defect observed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. Other remarks: the defective sample was received on 28th of february 2017. Decontaminated defective sample was delivered in double plastic bag. The defective sample was examined. From the first look it is clear that the memobag is leaky. One hole/crack was found in the bottom part of memobag. The hole/rupture is compact and the foil is drawn at the place of rupture. This rupture was created from the inside out. Complained defect can be confirmed - the hole in bag was found. Such hole cannot be found after bag inserting and opening depending on character of the hole. This rupture was created from the inside out. Full functional inspection of closing/opening the memobag (returned defective sample) was performed. There was no issue observed with closing/opening of the memobag. Both loops and wire are without damage. Inspections during production: multifunction inspections were performed during production and/or packaging of memobag products. Nonconforming products should be detected and immediately scrapped during these inspections. The memobag was 100% inspected several times during production as follows: during welding of bag (according to work instruction zwl-02-001, rev.03): 100% visual inspection is performed on all welded bags. Presence of scratches, grooves or holes on the surface of protective film is inspected. In case of some of these defects, the bag is always scrapped. 100% inspection by bag inflation (according to work instruction zwl-02-004, rev.05): the inflated bag is immersed in water with hydrogen peroxide and a visual inspection that air bubbles do not escape from the bag is performed. In case of leakage of air bubbles from the bag, the bag is immediately scrapped. 100% inspection before rolling of memobag (according to work instruction zwl-02-010, rev.04): the surface of bag is clean and powdered, without glue, damages and other defects. The bag can be pull down by the loop. No impurities are inside the bag. The weld is regular and compact all-round the bag. The closure loop is glued properly. Result: in case of broken bag, such bag should be immediately detected and scrapped. IFU 940268-000000 prescribes: large tissue specimens may need to be cut into smaller pieces for removal. The memobag is removing through the trocar incision side. If the contents of the memobag are too large to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. Care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. With the memobag at the base of the trocar, withdraw the trocar sheath, memobag and graspers until the closed mouth of the memobag is at the trocar incision site. Continue to remove the memobag through the trocar incision site by hand under direct vision. In the event, that the procedure for memobag removal is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint was determined as improper method of use during memobag removal depending on character of the found hole/rupture. This rupture was created from the inside out. As the root cause of this complaint was determined improper method of use on the customer side, no corrective/preventive actions in production are deemed necessary to introduce. Although the root cause of complaints regarding broken bag was never evaluated as manufactured related, CAPA (B)(4) regarding increasing trend of customer complaints for broken memobags was initiated as a proactive action. Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. Returned defective product was examined and the complained defect can be confirmed - the hole in bag was found. Such hole cannot be found after bag inserting and opening depending on character of the hole. This rupture was created from the inside out. /fu 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. /fu says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcel/ators, electrocautery or laser delivery devices. In the event, that one of above issues is not fulfilled, the complained defect {broken bag) can be caused. The root cause of this complaint was determined as improper method of use during memobag removal depending on character of the found hole/rupture. This rupture was created from the inside out.

Event description:
When the user tried to remove the memobag from the patient, the bag tore and the contents (body tissues) fell in the body. A new one was used and all contents were collected. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
When the user tried to remove the memobag from the patient, the bag tore and the contents (body tissues) fell in the body. A new one was used and all contents were collected. The patient's condition was reported as fine.